Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed error code 351.6660 (syringe plunger position failure) in patient setting. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of syringe error code 351.6660 was identified and replicated in the dchu lab. A first attempt at the infusion test was made. The error reappeared. It was noticed that the drivetrain did not have sufficient force to lower the plunger, so the motor was replaced for a dchu good- known, and the infusion test was repeated without failures or errors. Plunger force accuracy test was performed, no error o failures were observed. A log review was performed, two code errors were noted on 07jun2025 at 10:22 am and 10:29 am related to the reported issue, a syringe plunger position failure code (351.6660.0). The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the motor/pulley assembly and the knob (gripper control/ housing assembly) the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. Root cause. The root cause of error code 351.6660 (syringe plunger position failure) is attributed to a fault in the motor/pulley assembly. Note that this report lists imdrf annex a0401, a050701, g0201503, g03012, c0601, c07, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed error code 351.6660 (syringe plunger position failure) in patient setting. There was patient involvement, but no patient harm.